Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth at the abutment site. Subsequently the patient was administered a steroid injection on (B)(6) 2018.